Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer for check IV set error. Replaced corroded right, left iui. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/21/2016 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventive maintenance. The upper transducer was then replaced for check IV set error. It was also noted that the right and left inter-unit interface connectors were corroded and replaced. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. The upper transducer was then replaced for check IV set error. It was also noted that the right and left inter-unit interface connectors were corroded and replaced. There was no patient involvement.